Event description:
It was reported that a surgeon was using a eyeonics lens with a foam tip plunger and the plunger overrode the lens and tore a haptic upon insertion. The surgeon enlarged the incision to remove the lens and a second crystalens was implanted successfully. No suture required.

Manufacturer narrative:
A cartridge lot number search was performed for similar complaints within the search an no similar complaints were found. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined at this time.